Manufacturer narrative:
Concomitant medical products: model #sc-2218-70, serial #(B)(4), description: st linear lead, 70cm with pre-loaded 0.014" stylet.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The ipg appeared to almost protrude through the skin. During the revision, the physician noticed a white serum looking substances at the ipg site. The physician suspected infection and explanted the ipg and leads. The pt was reportedly doing well following the explant.